Manufacturer narrative:
Failure analysis revealed that the insulin pump had a constant tone and frozen display as a result of a faulty component on the interface board. Further testing could not be performed due to the anomalies.

Event description:
Th customer reported that the insulin pump had an error alarm and troubleshooting could not be performed. The customer stated that the battery was low, and the buttons were unresponsive. The customer stated that the scroll bar was not moving up or down. The customer also reported having low blood glucose of 65 mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.